Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0jlr4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that a new battery was put in because the old one was coming through the skin which had started about 2 months prior in (B)(6) 2015. They were worried about it getting infected because corner was sticking out of the skin. Further follow-up is being conducted to obtain information about the cause. If additional information is received a supplemental report will be submitted.